Manufacturer narrative:
Per tandem's user guide: "change your cartridge every 48¿72 hours as recommended by your healthcare provider." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change occurred prior to the occlusion alarm declaring and the customer had been using the current supplies for more than 3 days. A system check was performed and the pump performed as intended. Tandem technical support advised the customer to wear the pump in a case. Customer's blood glucose level was not impacted.